Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The physician experienced difficulties filling the stent graft with polymer in the presence of significant aortic angulation. The autoinjector was disconnected and the stent graft was hand injected using a syringe; upon hand injection, an anomaly in the aortic body stent graft fill channel formed, and the patient experienced hypotension which was treated in accordance with the instructions for use. The iliac limbs were deployed without incident. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the observed slight infolding of the sealing ring(s) and proximal loss of seal was determined to be user related, due to the off-label juxtarenal neck angulation of 60+ degrees which is outside the indications for use. Additionally, calcifications at the level of the sealing rings likely contributed to the event. No procedure related or cautionary product use conditions were determined. The final patient disposition was monitored with no additional negative patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)